Event description:
Medtronic received information regarding a valve. It was reported that the patient went for an MRI. The healthcare professional checked the patient valve setting post MRI and found that the valve was moved from 1.5 to 0.5. When using the hand tools as well as the pressure level programmer, the valve was stuck at 0.5 and could not be adjusted. The valve was explanted and replaced with a non-adjustable valve. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product analysis determined that per the event description, it was reported that the patient went for an MRI. The healthcare professional checked the patient valve setting post MRI and found that the valve was moved from 1.5 to 0.5. When using the hand tools as well as the pressure level programmer, the valve was stuck at 0.5 and could not be adjusted. Tried to adjust the valve with our magnet adjustment tool and could not get the valve to adjust. It appeared the MRI may have damaged the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.